Event description:
The customer reported the system failed to boot up. No report of pt injury.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the plunger, suture, link, needles, and cuffs were not returned. Without the return of these components, the scope of this investigation was limited. Inspection of the returned device revealed no abnormal observations. There was no needle strike mark observed at the foot to suggest possible needle deflection during plunger deployment. During testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results were acceptable. Based on the investigation findings, the device performed according to specification and a root cause related to the reported event could not be determined. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, an unspecified device failure occurred. The device was removed and two additional proglide devices were used with the same results. The method of how hemostasis was achieved was not reported. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.devices #1 and #2 - proglide (part #12673-03; lot #930076h), are being filed under a separate medwatch MFR number.